Event description:
It was reported that during a procedure, when the non-(B)(6) device (pentaray catheter by johnson and johnson/biosense webster) was inserted into the sheath in the left atrium, one arm of the catheter became caught in the sideport of the sheath. The sheath and catheter were removed together without any issue. The insulation of one arm was seen to have been torn off, but it was in the sideport of the sheath and did not remain in the patient. There were no adverse consequences to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).